Manufacturer narrative:
Investigation, including root cause analysis is in progress.

Event description:
The surgeon reported that the port appears larger under the scope; the surgeon also stated that a piece of the patient's capsule was "taken out" during the procedure. This report is for the same patient reported under manufacturer report number # 3003398873-2007-00048.